Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker was post-paced t-wave oversensing. No intervention was made at the time. Patient was stable throughout event.

Event description:
New information noted that programming changes were made to the implantable cardioverter defibrillator to resolve the issue.